Manufacturer narrative:
Concomitant products: product ID 3998, lot # va005le, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # va00k09, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot # va00efp, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and there was no stimulation sensation on the majority of electrodes. The symptoms had a gradual onset. There was no known accident or incident related to this event. Impedances of greater than 10,000 ohms were reported when tested at .7 volts on (B)(6) 2015 which was the highest the patient could tolerate due to the subcutaneous leads placed in the lower back. Any higher test values created increased stimulation in the subcutaneous leads. Historical values from july showed higher impedance values. The lowest values on (B)(6) 2015 were 986 ohms and 2227 ohms. The rest were in the 6000-8000 range with a bunch at greater than 10,000 ohms. The manufacturer¿s representative (rep) asked if there was a way to tell if high values were due to scar tissue or were a device issue, but it was determined there wasn¿t a current way to do that. The rep. Was going to look to further historical data to see if there was a pattern. The rep. Later reported they saw the patient on february 2nd and they were unable to troubleshoot the cause and deliver a good outcome; the patient wasn¿t receiving effective therapy and his coverage was only one sided and he would like it to be both sides. The impedances were pretty prohibitive. They were not able to program around the impedances in order to capture the coveragethe patient desired. It was not determined why the impedances happened. The rep. Believed they were going to order an x-ray to see if here was any migration or visible lead fracture and go from there, but the rep. Was not aware of the results of the x-ray at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.